Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings and investigation conclusions). Getinge field service engineer (fse) stated after telephone consultation with the user - discharged batteries, no power from the trolley. After removing the pump and putting it back in the cart, the power came back on and the batteries started charging. The pump starts correctly. Probably- loose power connector in the cart during pump transport. The customer canceled the diagnostic order. H3 other text : issue resolved over phone.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) could not be started after disconnecting from the power supply. There was no patient involvement.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.